Event description:
The patient reportedly experienced a decrease in performance. Programming changes were made without resolve. The patient is being treated with antibiotics (type unknown) for fluid in the ear and middle ear infection. The center will pursue device revision.